Event description:
Customer stated that he was riding his unit and went off of the curbing. Required emergency svs to be transported to the hosp. He broke his left shoulder and spent several days in the hosp. He was released and is receiving physical therapy several times a week.